Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had my hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gastrointestinal motility disorder ("haven't had my bm since I got out of surgery"). The patient was treated with simeticone (gas x) and surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and gastrointestinal motility disorder outcome was unknown. The reporter considered gastrointestinal motility disorder and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: " medical device removal and gastric motility disorder ". Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media record received. Event" haven't had my bm since I got out of surgery" was added. Treatment medication and reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had my hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: had my hysterectomy. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.